Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The coilspring at the distal end of the wire guide is no longer attached. Approximately 1 cm from the distal end is evidence of the attachment joint for the coilspring. Approximately 5 cm from the distal end the transition to the end taper can be seen. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. This returned device was sent to the approved supplier and the supplier provided the following evaluation. An examination of the returned product found the distal coil completely missing and most of the mandrel wire missing. The event description states that when the "cook glo-tp ercp catheter" was "back loaded" the "distal tip of the wire guide unraveled in the pancreatic duct, with a section detaching." It is unknown why this would have occurred. We have found elongation and separation to occur when a catheter is inserted over a damaged tip. Less frequently during withdrawal from tortuous anatomy when the distal tip has become trapped. Root caused is inconclusive in this complaint. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush endoscope accessory channel and/or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use for this product cautions the use that this product is compatible with non-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook roadrunner wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook roadrunner wire guide. The wire guide was placed to access the pancreatic duct. The wire was navigated past a stone in the duct. The physician back loaded a cook glo-tip ercp catheter and the distal tip of the wire guide unraveled in the pancreatic duct, with a section detaching. The detached section of the wire guide was sticking out of the pancreatic duct into the duodenum. The physician attempted to use cook forceps, a cook instinct clip, and another manufacturer's device to remove the detached wire with no resolve. The patient was scheduled for surgery to have the wire removed. A separated piece of the device remained inside the patient's pancreatic duct. The patient developed a case of pancreatitis as a result of attempting to retrieve the portion endoscopically. The patient was scheduled for surgery to remove the remaining piece of the device, as soon as the pancreatitis subsides. Our attempts to retrieve an update on the patient's status were unsuccessful.